Event description:
It was reported that when using the bd pyxis¿ es server station was not synchronizing after upgrade.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the station was not synchronizing after upgraded. A technical support specialist (tss) reported that a connection was successfully established to the specified station and confirmed that the station was synchronized without any errors. The system functioned as intended after the technical support specialist troubleshot the issue.